Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia treated with glucose/carb intake, emergency medical services (ems)/ambulance/emergency room (ER) visit. Troubleshooting was performed but later it was declined. The event involved product(s) mmt-1884l, mmt-332a, unomedical. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. The customer is ill was led up to the event. No further patient complications were reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-1884l. No product return is required for mmt-332a. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: nurse from the hospital reported that the customer was in the hospital for an illness and her blood glucose was dropping low. The doctor wanted the pump to be removed and the nurse was asking how to shut off the pump. There was no mention of glucose/carbohydrate intake. Troubleshooting was declined. Pump was used within 48 hours of the low. It was unknown if smartguard was used. Pump is not returning for analysis.